Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple supply changes were performed to try and address the issue; however, the issue persisted. Customer's blood glucose was 200-360 mg/dl. The customer reverted to a backup pump for insulin therapy.